Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was zero displayed next to the insulin gauge. During the troubleshooting with tandem technical support it was determined that the customer accidentally programmed the basal rate for 0 units of insulin. Tandem technical support guided the customer through correcting their basal rate. Customer's blood glucose level was 72 mg/dl.